Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker went into cardiac arrest after the implant procedure. The patient was externally defibrillated. In addition, a few days after implant, the pacing thresholds were found to have increased, the r-waves were varying, the impedance had dropped from 350 ohms to 450 ohms, and there was loss of capture on the right ventricular (rv) lead. Boston scientific technical services discussed that the erratic measurements for thresholds and sensing could be attributed to the patient's cardiac state. It was noted that the patient was having ventricular tachycardia before and during the implant procedure. The patient was wearing a life vest and has since been seen. All measurements went back to normal and the patient will continue to be monitored. The pacemaker and rv lead remain in service. No additional adverse patient effects were reported.